Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was without electrode long enough. The customer¿s blood glucose level was 6.8mmol/ l at the time of the incident. Two sensors¿ did started warm up but kept asking for warming up. The sensor will not be returned for analysis.